Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number:(B)(4). Related MDR number: 3011649314-2026-00941, 3011649314-2026-00947.

Event description:
On 06/09/2026, dr. (B)(6) reported that a 67 year old female patient presented to his village dental center office with concerns related to previously placed dental implants. The implant placement was performed on (B)(6) 2024 at tooth locations #03, #04, and #13. It was reported that the implants were not placed after immediate extraction and were not immediately loaded. The patient presented with the issue on (B)(6) 2026, approximately one year after implant placement and after final prosthesis delivery. It was reported that on (B)(6) 2026, during the examination, the doctor discovered that the implants had lost osseointegration; as a result, the implants were removed on the same day using glidewell kits. The implants were not replaced. The patient experienced symptoms of inflammation, infection, granulation/fibrous tissue around the implants, and abnormal bone loss around the implants, which resolved after implant removal. The prosthetic restoration was performed on (B)(6) 2024. The prosthesis was a single-tooth, screw-retained restoration, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implants or their packaging were reported.